Manufacturer narrative:
D10: concomitant devices unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 116 months after a left knee replacement procedure, the patient underwent a revision procedure to prosthesis wear, aseptic loosening and synovitis/osteolysis. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reason for the revision cannot be confirmed from the information provided but may be due to prosthesis wear, patellar loosening, instability and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.